Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noticed that the lens twisted inside and would not load properly. They had to discard the lens and use an unspecified replacement from their lens bank. Additional information has been requested, received and stated the issue happened during loading with no patient contact. There was no further patient impact.